Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per the clinic, surgery to place the magnet back into proper has been completed on (B)(6) 2013. This report is filed (B)(4) 2013. Implanted device remains.

Event description:
Per the clinic, the patient experienced dislodgement of the internal magnet. Revision surgery to place back the magnet into proper position is planned but had not taken place at the time of this report, (B)(6) 2013.